Event description:
A report was received that the patients ipg and leads had high impedances. The patient underwent explant procedure.

Manufacturer narrative:
Correction to the initial MDR on field h10. Model number/catalog number: sc-1160 serial number: (B)(6). Batch/lot number: 361929. Model/catalog description: spectra wavewriter ipg kit.

Event description:
A report was received that the patients ipg and leads had high impedances. The patient underwent explant procedure.

Manufacturer narrative:
Sc-2317-70 (sn (B)(4)). Device evaluation indicated that the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent or kinked location of the lead 2 cm from the set screw mark of the clik-x anchor. There were no exposed cables at the location. The lead got kinked and fractured at the anchor point after it exits the anchor when the lead was exposed to excessive mechanical force or movement. Sc-1160 (sn (B)(4)). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Manufacturer narrative:
Model number/ catalog number: sc-1160, serial number: (B)(4), batch/ lot number: 330794, model/ catalog description: spectra wavewriter ipg kit.

Event description:
A report was received that the patients ipg and leads had high impedances. The patient underwent explant procedure.